Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced. The patient's blood glucose results were 172, 222, 147, 148mg/dl. (Meter). Tests were done within 10 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.